Event description:
Explanting physician reported rupture and capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
(Health effect impact code): (B)(4). (Phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Explanting physician reported, rupture. And capsular contracture, baker grade iii. Diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed.

Event description:
Explanting physician reported rupture and capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.